Event description:
During device evaluation, foreign material at the bending rubber was identified on the fiberscope. No patients were involved.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation results, no sufficient evidence was found to identify a definitive root cause. As a result, the cause of the reported event has been classified as cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided if available.